Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: it was reported by the customer that a white substance was found inside the syringe. Verbatim: material # unknown. Batch # unknown. Rcc received a complaint via email. After drawing up a dose for a patient in a 30ml b-d syringe it was noted there was a white substance inside the syringe. The dose was discarded, and a new dose was drawn up. The rest of the syringes were checked, and 3 other syringes were found to have the same white substance. These products were sequestered. Reference reports: mw5170483 and mw5170485.

Event description:
No additional information provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.